Event description:
A home patient (hp) contacted baxter's technical service center regarding a check supply line alarm which occurred on the homechoice(hc) during prime. The hp reported that they connected during prime but then disconnected. The hp stated the hc then alarmed. The hp stated he was using 2 bags for therapy; one connected to the heater line and the other connected to the final line. The technical service representative(tsr) advised the hp to start over with new supplies since he connected during prime. The tsr assisted the hp to end therapy and advised with new setup. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error. There was no allegation of a product malfunction; therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check supply line alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. A use error was identified during troubleshooting; the patient was connected during prime and then disconnected. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).